Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21121. The pt received two scs leads with the same lot number. It was reported the pt experienced over-stimulation in her legs. Subsequently, the pt went to the emergency room on (B)(6) 2014 after experiencing a fall (attributed to the over-stimulation) which resulted in a broken wrist/ribs. Diagnostic testing revealed one contact with low impedance. Follow-up identified the pt is receiving effective stimulation and the scs system has been set to a low amplitude until the pt is comfortable with the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.